Manufacturer narrative:
It was noted that the surgeon would not allow the sales rep access to the patients' records and the device was retained by the hospital. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
It was reported that the patient was experiencing hip pain. Preoperatively the surgeon thought the stem was loose. Intraoperatively it was found that the stem was well fixed. The surgeon replaced the head. It was noted that the catalog and lot code was illegible after explantation.